Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified shunt in the cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, first inflation was performed at 10atm, however the balloon ruptured in a pinhole form upon second inflation at 10atm for a few seconds. The device removed from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified shunt in the cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, first inflation was performed at 10atm, however the balloon ruptured in a pinhole form upon second inflation at 10atm for a few seconds. The device removed from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.